Event description:
This is filed to report the plastic sleeve separating from the base of the clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted on the valve reducing the final mr to a grade of 1. While the clip introducer was being retracted from the sgc, the thin plastic sleeve separated from the base of the clip introducer and remained in the hemostatic valve. The detached piece was removed with a hemostat and the procedure was complete. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The return device analysis confirmed reported material separation as the clip introducer tubing material was observed to be detached from the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint similarity identified no similar incidents reported from his lot. Based on the information reviewed, the investigation identified reported material separation as a potential quality issue. The issue is being addressed per internal operating procedure. Abbott will continue to trend the performance of these devices.

Event description:
N/a